Event description:
Presented to e.d. With a chief complaint of left hip pain. Patient recently underwent a revision left total hip arthroplasty that was performed in the fall of last year. The patient was last seen approximately two months after the revision for evaluation s/p exacerbation of pain. Femoral stem, femoral head, three posts, cement cup, and acetabular liner removed per surgical mds.